Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: w2dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post generator changeout, the patient experienced pocket erosion and infection. The ipg was explanted. The pacing leads were capped. No further patient complications have been reported as a result of this event.